Manufacturer narrative:
The insulin pump was received with intermittent up and down button response due to corroded keypad traces. No moisture damage inside pump noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the keypad was unresponsive. The customer also reported the pump would freeze when entering the numbers. Customer's blood glucose was 107 mg/dl. The customer reported submerging the insulin pump into water for five minutes. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.